Event description:
It has been reported that the unit alarmed with a error code. There is no reported patient harm or impact.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16788.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a 1102 "post primary alarm failed" light emitting diode (led) error code was displayed at startup. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that a "primary alarm failed" alarm message occurred at startup and noted a 1102 error code in the event log. While onsite, the field service engineer reviewed the event log (drpta), confirmed the 1102 error code. Fse reassembled the speaker performed successful performance assurance (pa) test and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.